Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a flashing white display, and unresponsive buttons, and the pump was turning off. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was not performed and the customer stated that the replaced the battery but the screen remained unresponsive. No harm requiring medical intervention was reported. The product will return for analysis.

Manufacturer narrative:
Pump received with blank display. Unable to verify pump with alarms, frozen display, flashing white display, unresponsive buttons and unexpected battery power loss and perform the self test due to blank display. Unable to download to thus due to blank display. Pump was cut open to perform visual inspection and found severe moisture damage on the electronics, motor, battery tube, vibrator, keypad flex tail, internal battery and force sensor. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. Blank display due to moisture damage electronic assembly. Unable to verify with alarms, frozen display, flashing white display, unresponsive buttons and unexpected battery power loss due to blank display. Pump unable to download due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.